Event description:
In 2011, the pt experienced heart failure symptoms and an echocardiogram revealed a leaflet tear resulting in aortic insufficiency. The pt was referred to vancouver hospital for possible valve replacement using the valve-in-valve procedure. If the pt is not accepted for the procedure, the valve may be explanted and replaced. The pt's anti-coagulation regimen consisted of asa. The pt was admitted to the hospital under cardiology and is awaiting surgery.